Manufacturer narrative:
H6: investigation summary: bd received three photos and one sample submitted for evaluation. The reported issue was confirmed upon visual inspection of the sample by our quality engineer. Bd determined the root cause of the failure to be a part of our manufacturing process. A review of our maintenance records showed that a cutting die was not performing properly during the day this lot was produced. The manufacturing issue was corrected that same day and the personnel involved were notified. A quality alert was also issued out to the entire plant. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. This failure mode is not within our risk documentation since it cannot be replicated in our manufacturing process, as well as our supplier¿s process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd connecta¿ plus stopcock packaging was not sealed properly. The following information was provided by the initial reporter, translated from japanese to english: "the package was not sealed properly and the customer then stopped using this product because the sterilization was questionable."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ plus stopcock packaging was not sealed properly. The following information was provided by the initial reporter, translated from (B)(6) to english: "the package was not sealed properly and the customer then stopped using this product because the sterilization was questionable."